Event description:
The reservior ruptured during filling of the device. Reporter states device contained sodium chloride 0.9% and it is "unknown, if 5fu was already added!" Per reporter the solution remained in the housing. Reporter states no pt injury occurred and no medical intervention was required as a result of the reported condition. Per reporter further follow up with the customer revealed that it is not clear whether the reported condition occurred during filling or during use.